Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a primary interlink set in which the "one of the rubber ports was smashed down and the rubber stopper was missing." According to the report, the uppermost y-site under the check valve looked like it was caught in a machine and smashed. The nurse identified the issue after taking the set out of the packaging before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.